Event description:
The user facility filed a medwatch which alleged a patient attempted to use the nurse call to inform the nursing staff that the IV was hurting her hand. It was reported that the nurse call did not operate properly.

Manufacturer narrative:
According to the hill-rom field investgation, the nurse call functioned properly. The problem could not be duplicated. However, the hill-rom technician found that the communication cable was damaged. He reported that one of the screws that secures the communication cable to the bed was bent and the other was missing. He replaced the damaged communication cable.